Event description:
It was reported that during repositioning of the coil to embolize the basilar tip aneurysm, the coil detached. The physician used a suction syringe to aspirate the coil back into the microcatheter without clinical consequences. The patient was reported to be doing well.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic analysis of the returned device revealed that the main coil was broken. Analysis confirmed that the main coil have detached by a physical break rather than by electrolysis. The delivery wire was also found to be kinked/bent. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device it is likely that procedural factors contributed to the observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during repositioning of the coil to embolize the basilar tip aneurysm, the coil detached. The physician used a suction syringe to aspirate the coil back into the microcatheter without clinical consequences. The patient was reported to be doing well.